Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) at an unknown concentration at 60% rate of 28 ml/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump had been alarming for the past year (2016) since he lived in ar and they couldn't find a doctor to service the patient's pump: "nobody seems to want to do anything with the pump to replace it." Caller stated she found a doctor in the phoenix area who would turn the pump off because it was alarming every half hour, but she wanted the patient "who has been on opiates" to go through detox prior to doing any type of procedure. The patient had been "an absolute mess physically (pain)" more or less because of the lack of pump functioning and had been augmenting pain with heavy drugs and alcohol (2016). The patient's blood pressure had been kind of crazy also and it was thought it was because of the pain (2016). The patient would go to the hospital where they would get his blood pressure under control, but when he left it would go back up again. The patient broke his back prior to implant, which is the reason he had the pump implanted. The patient's family member would follow up with the healthcare provider (hcp); the patient services specialist (pss) emailed hcp listings. The patient did not have an hcp. The reporter asked if the pump would still be functional; they asked because the patient's pump had been in for several years and had been alarming for a year, would the device hurt him in any way, and asked if the manufacturer had a program to study the patient's pump because he had it implanted for so long. Pss reviewed the requested information and redirected to the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-04. It was reported that they had not found a satisfactory healthcare provider (hcp) to manage the pump and were still looking. The caller stated that they knew the pump was alarming because it was empty, but no actions/interventions were taken to resolve the empty pump or patient symptoms. The empty pump and patient symptoms were not resolved, and they confirmed that the patient was still experiencing the symptoms previously reported. They did not know the patient¿s weight at the time of the event. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.